Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-00259.

Event description:
It was reported the plastic post on the articulate trial had sheared off. No consequences or impact to the patient.

Event description:
Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. During investigation, it was determined that the instrument was only worn, not fractured. Therefore, it was determined to be not reportable. The initial report should be voided. The returned tasp exhibits signs of repeated use (nicked or gouged) and the dovetail feature is flared but not cracked or fractured. The DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.